Manufacturer narrative:
The device has been received for evaluation. Once complete a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that mindframe capture lp device broke off the pusher wire and frayed. The patient was receiving treatment for a stroke to remove clot in the middle cerebral artery. The mindframe capture lp device was prepared per the IFU and continuous flush was administered. There were no kinks or damage observed. The issue occurred when they were attempting to remove the device from the patient after 1 pass with the device. The device was neither torqued nor repositioned. The separation occurred during retrieval into the intermediate catheter under aspiration. There was resistance and friction felt during retrieval. There was no medical intervention needed to remove the device. The physician pulled on the push wire to remove the device and used the second mindframe to finish the procedure and remove clot. The patient is stable. The tici pre procedure was 2a and post procedure tici was 3.

Manufacturer narrative:
Device evaluation analysis of the returned device has been completed and the clinical observation was confirmed. The reported separation is consistent with ductile fracture due to overload. No evidence was found to suggest that the device failed to meet specifications. Additionally, the lot history record of the reported lot number has been reviewed. The lot history record review showed no discrepancies that would have contributed to the reported experience; therefore manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): ¿the capture lp is designed for use in vessels = 2.0mm and = 4.0mm in diameter. If withdrawal into the guide catheter is difficult, deflate balloon (if using balloon guide catheter) and then simultaneously withdraw guide catheter, microcatheter and mindframe capture lp device as a unit through the sheath while maintaining aspiration. Remove sheath if necessary. If excessive resistance is encountered during recovery of the mindframe capture lp device, discontinue the recovery and identify the cause of the resistance. Do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the distal segment of the capture lp was returned for evaluation without the catheter. The distal segment of the capture lp was observed to be separated at 68.0cm from the distal end of the stent. Approximately 110.0cm of the proximal segment of the pushwire was found to be missing from the pushwire and was discarded at the site. The stent was observed to open with dried blood and no damages. Pushwire bending was observed at 11.0cm to 65.0cm from the distal end of the stent. No other anomalies were observed. The investigation is ongoing. Once complete a supplemental report will be submitted.